Event description:
Complainant alleged that there have been times when they have wanted to use this device for patient use and the device would not turn on. Complainant indicated back up devices have been available and there have been no patient injuries or deaths related to the device. The customer indicated that biomed testing has been unable to duplicate the malfunction.